Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) vented micro-volume inlets had air entering the line. This prevented the solution from going inside. This was observed during priming and pumping. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6 h4: device manufacture date ¿ the lot was manufactured in april 2024. H11: three (3) actual devices and a photograph were received for evaluation. The returned photograph was reviewed, and the actual samples were visually inspected, and did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the actual samples, and the reported issue of bubbles or air in the tubing was not observed or encountered during testing of two of the samples, sample #1 and sample #3, the inlets operated as intended, no air being entered into the tubing. On one of the samples, sample #2, the reported issue was observed and reproduced, and the reported issue was confirmed, as during priming, air kept on entering the tubing of the sample. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.